Event description:
During surgery a small (approx. 3mmx5mm)oval piece of red latex was found on the sterile field by dr. It appears to be a piece of red latex from the urological catheters used during surgery. The dr was able to retrieve it and remove it from the sterile field. The piece was a perfect oval shape as was the cut-out hole in the end of the sterile catheter. We have actually done a system recall with this lot number of catheters and bard is aware of this.